Event description:
This is report 2 of 2 of the same event. It was reported that during an unspecified surgical procedure, it was discovered that the cutter device got stuck in the attachment device. According to the report, the drill device stopped working during the surgical procedure. The reporter stated that the technician attempted to remove the cutter device and observed that the cutter device would not release. As a result, there was less than a five minute delay to the surgical procedure. A spare device was available and the surgery was completed with the spare device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information: upon receipt of the device, the catalog number and lot number were obtained. Therefore, the common device name, product code, 510k number and date of manufacture are now available. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.